Manufacturer narrative:
After the product, the hosp discarded the product. Since the product was not returned to cardiac surgery for eval it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hosp.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro would not cauterize. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.